Manufacturer narrative:
Section d4, h4: additional information. Investigation conclusion: analysis of the submitted log file confirmed a brief pump stop while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 06mar2019 at 06:36 through 04apr2019 at 08:55. The pump speed remained above the low speed limit from the beginning of the file until 02apr at 01:14. A low speed event and pump stop were captured briefly after this time. This event was associated with low speed advisory, low speed hazard, and low flow hazard alarms. The event appeared to occur while the patient was supported by the power module. No additional atypical events were captured throughout the file. No abnormal trends in pump parameters were observed. An ungrounded patient cable was requested. The account communicated that the pump stop / low flow alarms resolved after the ungrounded patient cable was provided. The patient will continue on the ungrounded cable when connected to wall power. No symptoms had been reported recently and no devices would be returning for evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including low flow hazard and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2019 that the patient was seen in clinic and noted low flow and pump stops on (B)(6) 2019 at 1:14am. The patient stated remembered getting a beep but then it stopped. Technical service reviewed the log files and during analysis observed a pump stop while attached to the power module. The vad coordinator requested an un-grounded patient cable for this patient on (B)(6) 2019. X-rays were provided and reviewed and technical service noted x-rays were unremarkable. The loop in the percutaneous lead near the pump could be a point of stress but could not confirm that this is the location of the short to shield or if there is in fact a short to shield due to such little evidence in the log file. Additional information was received from vad coordinator on (B)(6) 2019, it was reported that the pump stop and low flow alarms were resolved after the ungrounded cable was provided. It was reported that the patient to continue on ungrounded cable when connected to wall power. No further symptoms reported recently and no device will be returning for evaluation. No further information was provided.